Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. New charging supplies were sent to the customer. There was no reported adverse impact to the customer¿s blood glucose level.